Event description:
A customer reported problems with the vacuum during a cataract extraction procedure. Following a 15 minute delay, the procedure was completed with no impact to the pt.

Manufacturer narrative:
A review of the service report indicates that the customer reported system message (sm) - "u/s hp failure - handpiece voltage low (short circuit)." The company rep confirmed with the customer that this is what the customer reported issue was and not what the call was initially opened for which was an aspiration issue. The company rep examined the system and confirmed the reported sm and noted an occurrence of sm-"u/s hp failure - power amplifier supply voltage" as well. The company rep replaced the u/s controller pcba. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).